Event description:
The customer stated that he was treated by the paramedics due to low blood glucose levels. The reported blood glucose reading at the time of the call was 370 mg/dl. The customer didn't know why his blood glucose levels dropped. The customer stated that he may have made a mistake operating the insulin pump. The customer declined to troubleshoot the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.